Manufacturer narrative:
Philips service revised the ippc; no hdd was replaced, and the device was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the x-ray was unavailable due to ippc fan and hdd led issues on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.